Event description:
It was reported that during pacemaker implantation procedure using a pacel flow directed pacing catheter, pacing failure occurred. Attempts were made to reconnect the patient cable and perform other troubleshooting steps; however, the malfunction persisted. As a result, the device was withdrawn from use, and another unknown device was utilized to continue the procedure without any patient consequences.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.